Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v777071, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v777071, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
A consumer reported they had dyskinesia in the left arm and leg. The symptoms had a sudden onset. At the time of the report, the patient's implantable neurostimulator (ins) was off. The patient stated they thought they accidentally turned the ins off today, but the ins could have been off, which was why they had symptoms. The patient did not have symptoms at the time of report. The patient's indication for use is parkinson's dual and movement disorders.